Manufacturer narrative:
Internal complaint reference: (B)(4). Article: chen x, kong w, xiao y, he l, yu q, shen j, chen q. [Modified-coblation assisted uppp in treatment of severe obstructive sleep apnea-hypopnea syndrome]. Lin chung ER bi yan hou tou jing wai ke za zhi. 2011 oct;25(20):929-32. Chinese. Pmid: 22239054.

Event description:
It was reported that in the literature review "modified-coblation assisted uppp in treatment of severe obstructive sleep apnea-hypopnea syndrome"; 1 patient experienced postoperative asphyxia on the 4th day after a modified-coblation assisted upper airway procedure (m-caup) where a reflex ultra 55° coblation wand was used. The patient was intubated again, and the examination under general anesthesia revealed bilateral tonsil fossa hematoma, and clearing blood swelling. There were no further choking symptoms after surgery, and no further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states as of the date of this medical investigation the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event, as it has been communicated, no additional information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The patient outcome beyond that which was documented in the aged article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.